Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient suffered intermittent sound from the speech processor. After 2-3 days there was no sound at all. The speech processor was ok. Testing confirmed that the device had malfunctioned.